Event description:
Caller reported a cartridge alarm 20 that occurred during the load process, which did not adversely impact the customer¿s blood glucose level. The customer did not remove the used cartridge at the correct time, prompting education from technical support. As a corrective measure, technical support decided to replace the pump, which was still under warranty. The customer was informed that they needed to use mdi as backup therapy and was provided instructions for returning the faulty pump. A replacement pump with updated software was sent, and the customer was instructed on programming the new pump settings and connecting it to their cgm.